Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -13.5/1.5/075 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2023. Lens was explanted on (B)(6) 2023 due to transient loss of bcva (assessed on (B)(6)2023, elevated iop (50mmhg) without pupil block and angle closure (assessed on (B)(6) 2023). Pigment dispersion. Glare, haloes, and blurred vision. Cause of the event is reported as unknown. Reportedly, paracentesis done and diamox given to reduce iop. Patient does not want new lens implanted.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6: health effect clinical code 4581: pigment dispersion. H6:work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6-health effect - impact code: "4625- paracentesis done." B5- the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter-13.5/+1.5/075 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced transient loss of bcva, elevated iop, pigment dispersion, glare/haloes, blurred vision, dilated pupil, medication was prescribed. Reportedly "paracentesis done and gave diamox to reduce iop." On (B)(6) 2023 the lens was explanted. It was also reported, "iop reduced and pupil still dilate after removal. Patient not keen to implant another icl anymore." The cause of the event is unknown. Claim# (B)(4).